Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance, loss of capture and a suspected fracture. The lead was inactivated and the device was programmed to right ventricular (rv) lead pacing only. No patient complications have been reported as a result of this event.